Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: if implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. It was indicated that the iol is not being returned for evaluation as it was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zcb00 19.5 diopter intraocular lens (iol) was implanted in the patient¿s operative eye but shortly after the patients bag broke causing the lens to start to fall back. The zcb00 lens was retrieved without any further complication and a non-johnson & johnson surgical vision lens was implanted. It was reported a vitrectomy was required and the lens is not being returned as it was destroyed. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. No additional information was provided to johnson & johnson surgical vision.